Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1300 mg/dl. The customer's weight was 195 lbs and his current blood glucose level was 180 mg/dl. The customer pushed on the number on the insulin button to give a bolus but would not give insulin. The customer stated she was treated for the high blood glucose with insulin through an IV. The customer stated they were wearing the pump at the time of the hospitalization. Customer was assisted with an hp test and the insulin pump passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions . The customer will be following up with health care professional in a few days. The device will not be returned for analysis.